Manufacturer narrative:
The one returned test strip and two retention test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.7 - 3.3 inr): return test strip qc 1: 3.0 inr . Retention test strips qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is patient/consumer.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at an unknown time was 2.7 inr. The laboratory result was 3.6 inr. The comparison was made within three hours. The therapeutic range is 2.0 to 2.5 inr.